Manufacturer narrative:
(B)(4). This event is still under investigation. The f/u report will be sent by 04/22/2011.

Event description:
The customer states that: "the fluoroscopy failed, the exposure failed."